Manufacturer narrative:
Product code: dre. PMA/510 (k): k141148. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. The event is currently under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation.

Event description:
Description of event: endocarditis or pocket infection / lead malfunction the most common indication for lead removal was lead failure (45.2%, n = 154), followed by infection of the pocket or device (29.3%, n = 100). In total, complete success was achieved in 96.4% (n = 541) leads, clinical success in a further 2.1% (n = 12), and failure only in 1.4% (n = 8). There was an overall complication rate of 0.9% (3/341) for major complications and 1.5% (5/341) for minor complications. There were no deaths. In conclusion, our data suggest that there are ongoing improvements in the safety profile and success rates of lead extraction undertaken by experienced operators. The major complication rate now is <1%. Complications encountered during the lead removal procedures: 3 major complications during lead extractions (2 pericardial effusions and 1 cardiac arrest requiring resuscitation). 4 minor complications (3 venous thromboses requiring oral anticoagulation and 1 pericardial effusion not requiring intervention). 1 - single minor complication during explantation (1 pneumothorax).

Event description:
Description of event: endocarditis or pocket infection / lead malfunction. The most common indication for lead removal was lead failure (45.2%, n = 154), followed by infection of the pocket or device (29.3%, n = 100). In total, complete success was achieved in 96.4% (n = 541) leads, clinical success in a further 2.1% (n = 12), and failure only in 1.4% (n = 8). There was an overall complication rate of 0.9% (3/341) for major complications and 1.5% (5/341) for minor complications. There were no deaths. In conclusion, our data suggest that there are ongoing improvements in the safety profile and success rates of lead extraction undertaken by experienced operators. The major complication rate now is <1%. Complications encountered during the lead removal procedures: 3 major complications during lead extractions (2 pericardial effusions and 1 cardiac arrest requiring resuscitation) 4 minor complications (3 venous thromboses requiring oral anticoagulation and 1 pericardial effusion not requiring intervention) 1 - single minor complication during explantation (1 pneumothorax).

Manufacturer narrative:
D2b: product code: dre. G5: PMA/510 (k): k141148. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. The device was not returned for the complaint, therefore a physical investigation could not be performed and the customer's complaint could not be confirmed. The complaint/event entered within trackwise: "lead removal followed by pocket infection / lead malfunction." The device history record (DHR) was unable to be viewed due to the lot number specific to this complaint was unknown.